Event description:
On (B) (6) 2008, the pt reported that 5 days ago her infusion device began making a strange noise during bolus delivery. She stated that the infusion device has not been damaged, dropped, or exposed to moisture. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.